Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips and smile lines with 2 syringes of juvéderm® vollure® xc. Over a month and 2 weeks later, the patient came into the office with the lips "very swollen" and it "feels like patient has rocks¿ inside the lips. 12 days later, the patient was treated with hylenex® and medrol pack. The patient was also prescribed doxycycline, if needed. The symptoms are ongoing. The patient takes multivitamins concomitantly.